Event description:
It was reported that the electrode was missing when removing the sensor from the body. Customer had just inserted the sensor on that day and had sensor error alarm and therefore decided to change the sensor. It was stated that the customer was not experiencing any pain or discomfort. Customer was advised to go to the hospital and take an x-ray to see if the electrode is inside the body. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.